Event description:
A consumer implanted for degenerative disc disease/herniated disc pain reported the pain stimulator system didnt work for them even though they had several surgeries so the device would work for them. The consumer had the whole system removed shortly after it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.